Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. In addition, the customer reported the battery jumped from 20% to 100%. The customer's blood glucose level was not impacted. Review of the pump history during troubleshooting with tandem technical support was unable to confirm the reported battery depletion. Reportedly the customer would continue to use the pump for insulin therapy.